Manufacturer narrative:
The customer¿s report of cracked female luer was confirmed. Visual inspection of the set noted that the female luer had a vertical hair line crack that measured 0.589 inches long. Visual inspection of the luer (cavity 38) observed the crack was on the knit line with the gate opposite the crack. There were no other damages or any issues observed with the rest of the set. The female luer was inspected under magnification to determine if any stress marks were noted. No stress marks were observed. Functional testing confirmed a leak as fluid flowed through the crack on the female luer. Further visual inspection was performed by supplier quality engineering in which engineering confirmed is an issue with the manufacturing process of the female luer component which is manufactured by a third party supplier. The cause of the leak was identified as a crack female luer. The root cause of this failure was identified to be a result of multiple contributing factors such as material regrind, gate location and the effect of chemical agents on mechanical connections of the luer.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the filter extension set had a cracked female luer during a lipid infusion. The female luer was attached to a non-bd extension set. There was no reported harm to the patient.